Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery to support the 55 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was known to have had an out of hospital cardiac arrest and was on inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. Underlying medical history was not shared. On day of 3 of the support the team observed an access site ooze. The patient had recently had an ultrasound which might have changed the pump positioning. The team troubleshot the ooze by forward tension and redressing the site. After day 4 the pump was explanted and escalated to the axillary site placed impella 5.5 pump and survived the bleed. At the time of the bleed the aptt was noted to be 44 seconds and the patient was on anticoagulation. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.